Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a difficult time managing blood glucose while on pump therapy. No additional information was provided. Although multiple attempts were made by tandem technical support to contact the customer for additional information, the customer did not reply to the requests.